Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -11.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022 and the patient experienced low vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.